Event description:
A medtronic rep reported the site was having difficulty activating the empty image and kept getting an error message related to poor image quality. The site had green communication and had already tried swapping the black composite cable. The site then tried rebooting the system but the issue persisted. The case, continued without navigation. No impact to the pt's outcome reported.

Manufacturer narrative:
Medtronic rep changed the batteries in the wireless tracker, after he did this he was able to acquire an empty image with no problem. Issue resolved.